Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 1063 mg/dl. The customer stated that she experienced thirst, nausea and frequent urination. The customer also reported that the insulin pump alarmed motor error prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that she would call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.